Event description:
It was reported that a chest x-ray confirmed that the right atrial (ra) lead pulled back to the superior vena cava (svc). High thresholds and no capture were also reported. A lead revision was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).